Event description:
During the revision, the physician noted lead damage near the skin pocket.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of oversensing due to noise were observed on the right ventricular (rv) lead. Noise was reproduced in real time, therefore, the rv lead was capped and replaced. The patient was stable.